Manufacturer narrative:
(B)(6). The sample was returned for evaluation. A visual exam was performed and it was found there were damages on the internal locks of the adaptor. Because of the damage found on the internal locks of the adaptor, the sample is not acceptable according to current specifications. Although the sample was not acceptable, the dual station lift test and the general pull and push test was performed with no functional issues. During the setup of the oxygen entrainment test, it was observed that the assembly of the nut adaptor and the upper body was unstable as the upper body was disconnected from the nut adaptor. Therefore, it was not possible to perform such testing. Attempts to duplicate the failure mode were performed and there are two ways it could be done: the first is by overtightening the nut adaptor into the flow meter. The second is by manipulating the assembly connection. Based on the investigation performed, the reported complaint was confirmed. Although the condition reported is observed on the sample provided, there is not sufficient evidence to assure that this issue was originated during the manufacturing assembly or molding process (damaged internal locks). Other remarks: the root cause for the condition reported could not be identified. However, the personnel from the adaptor assembly line will be notified for awareness. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause could not be established.

Event description:
Customer complaint alleges "after connecting the nebulizer adaptor to the oxygen flow meter, the connection part assembly to the flowmeter came off the nebulizer adapter, so the aquapak bottle and adaptor fell from the flowmeter." Alleged event occurred prior to patient use, during inspection/functional testing. No report of patient involvement.

Manufacturer narrative:
Qn#(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A picture of the defect was not provided. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. The personnel of the assembly line were notified for awareness.

Event description:
Customer complaint alleges "after connecting the nebulizer adaptor to the oxygen flow meter, the connection part assembly to the flowmeter came off the nebulizer adapter, so the aquapak bottle and adaptor fell from the flowmeter." Alleged event occurred prior to patient use, during inspection/functional testing. No report of patient involvement.